Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. A comprehensive review of all pertinent records was conducted. Engineering evaluation noted the revision reported was likely the result of humeral liner disassociation and locking screw disassembly leading to wear of the humeral liner and subsequent metal-on-metal articulation between the humeral tray and glenosphere. Locking screw disassembly cannot be confirmed but potential causes may be related to improper initial seating of the glenosphere, an unreported traumatic event, bone/soft tissue interposition, and/or breakage of the central locking screw. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 67 yo male patient who had an initial right tsa implanted, underwent a revision procedure approximately 4 years 10 months post the initial procedure. The patient was indicated for surgery due to ¿clunking¿ feeling in shoulder, followed by loss of function. X-ray revealed that the glenosphere locking screw had disengaged from the glenosphere, which was still seated correctly on the baseplate, and was floating in the joint space. The polyethylene liner was not visible between the humeral adaptor tray and glenosphere, which were in contact, suggesting it has disassociated from the humeral adaptor tray. During surgery, significant metalosis of surrounding soft tissue was noted. Glenosphere screw was removed from the joint space, and polyethylene liner was confirmed to have disassociated from the humeral adaptor tray, which was damaged due to contact with the glenosphere. Polyethylene liner was severely damaged due to contact with the glenosphere locking screw. All affected implants, (liner, adaptor tray, glenosphere and screw) where replaced like for like. There was device breakage during the procedure, parts and pieced did fall into the wound site but were removed by the surgeon. There was less than a 5 minute surgical delay with no impact to patient during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital is retaining them for analysis. Device images were provided. No further information. This is 1 of 5 reports for this incident.

Manufacturer narrative:
D10 300-01-17 - equi hum stem primary press fit 17mm: (B)(6), 320-02-42 - rs exp glen 42mm, +4mm offset: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.